Event description:
It was reported that the physician experienced difficulty manipulating and placing the catheter. The inner catheter was used to cannulate a difficult coronary sinus (cs) ostium. The dilator was needed to allow for advancement into the cs. Additionally, the outer guidewire could not be advanced. It was noted that the catheter snapped when the adjustable slitter was used, exposing the inner braid and requiring a forceps to pull the remaining portion of the catheter over the slitter. With extensive manipulation the lead was placed successfully and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned, analyzed, and the catheter showed a spiral slit. It was noted that the catheter broke in half at 37 centimeters due to the spiral slit, and visual summary analysis indicated damage at implant. (B)(4).